Event description:
It was reported during an atrial flutter ablation procedure, the pt developed a cardiac tamponade. The pt's blood pressure decreased, a pericardiocentesis was performed, and the pt required surgery to repair the perforation. According to the cardiac surgeon, the perforation was found in the left atrial appendage. The physician who performed the ablation procedure confirmed that the perforation occurred while advancing the ablation catheter toward the left appendage. The pt stabilized following surgery. Upon removal of the catheters, no abnormalities in appearance or steering were noted. This was the pt's fourth cardiac ablation procedure.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.